Event description:
The customer reported via phone call that they had issues with their sensor. It was also reported the customer was in a car accident due to low blood glucose. The customer stated their blood glucose was 35 mg/dl at the time of the accident. Customer stated their car was totaled as a result of their low blood glucose. The customer stated they were hospitalized for the incident on (B)(6) 2015. The customer stated according to the sensor, their blood glucose was fine, but it was actually low. Customer's threshold suspend was set at 70 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.